Event description:
As reported by the user facility: event 2 (B)(6) medical center 1205-taxol started to run at 40 ml/hour for 5 minutes 1210-pt's face turned red, began to scream in pain indicating her back, stomach and chest. Infusion stopped, emergency medications were given. Md was made aware.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). No sample was provided for evaluation. Based on the data from the investigation we are unable to determine the root cause of the reported incident. The reported defect was unable to be confirmed. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.